Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the main lamp not working but the emergency lamp operates, was due to the lighting lamp not assembled correctly. The event can be prevented by following the instructions for use which state: chapter 8 troubleshooting 8.2 troubleshooting guide. The examination lamp does not ignite, and the emergency lamp indicator lights up. Solution: install an examination lamp as described in section 6.1, ¿replacement of the examination (xenon) lamp¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. The customer confirmed the issue has been resolved. The customer did not provide any additional information regarding the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source main lamp did not ignite but spare lamp did work. There were no reports of patient harm.